Event description:
It was reported by the doctor that ectopic ossification emerged after start of therapy in the treatment area for approximately two weeks. The causal opinion is deemed possibly related because the callus is made and causation cannot be denied completely. The patient has stopped using the device and etidronate disodium is being administered. Attempts for additional for additional information has been unsuccessful up to date.